Event description:
It was reported that the pump touch screen was registering "false clicks." The customer's blood glucose was 278 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.